Event description:
It was reported by service report that the calf support upright assembly was damaged and would not hold weight. The customer could not determine whether there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Result: upright assembly.